Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, smoker, periodontal disease, immediate implantation, inadequate bone quality/quantity, mobility.